Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, after the first bite the anchor could not be transferred from the needle body to the anchor exchange. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Block h11: the returned overstitch endoscopic suture system was analyzed. A functional test was performed. The device was returned with the anchor exchange and a suture attached to it, during the functional test it was possible to release the anchor from the anchor exchange and to pass the anchor to the needle body of the overstitch. The reported event could not be confirmed. Based on all gathered information, the probable cause selected is no problem detected to procedure, since the product analysis of the returned device did not identify any evidence of either the alleged issue(s).

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a peroral endoscopic myotomy procedure performed on (B)(6) 2025. During the procedure, after the first bite the anchor could not be transferred from the needle body to the anchor exchange. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.